Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) alleging a display issue with a one touch verio meter. The patient claimed the meter display would switch to a blank screen when trying to select the menu. The patient did not allege any harm or injury because of the reported issue.